Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. In the absence of a returned device specimen the root cause of the olive separation could not be determined with the information provided.

Event description:
On (B)(6) 2017, the patient underwent endovascular treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. According to the report, a low-profile gore® excluder® contralateral leg component was advanced into position and the device was deployed without issue. According to the report, during removal of the contralateral leg component from the patient, the leading olive detached from the delivery catheter and remained on the guidewire. The device was reportedly not advanced outside of the sheath and no resistance was met during withdrawal when the leading olive detached. It was reported, the cause of the leading olive separation is unknown. Reportedly, the physician was able to withdraw the detached olive and guidewire into the sheath for removal from the patient. The procedure was completed with no further issues, and the patient tolerated the procedure.